Event description:
It was reported that during an endoscopic thyroidectomy procedure, the tissue pad of the device was about to separate with the jaw only after using a few minutes. Surgery was prolonged 10 minutes. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/13/2009. Information anticipated, but unavailable at this time.